Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry sponge. The patient stated that the sponge was a dark brown color with a very small amount of iodine observed within the mini-cap. There was no obvious damage to the packaging, case, or minicap. The patient stated that the inside of the foil pouch was not covered in iodine. This was observed during setup/preparation with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.